Manufacturer narrative:
Date sent to the FDA: 02/25/2020.

Manufacturer narrative:
Date sent to the FDA: 6/16/2021. Additional b5 narrative: it was reported that the patient experienced hernia recurrence, obstruction following the surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2011 during which the surgeon noted dense adhesions of the small bowel to the mesh resulting in a small bowel resection. It was reported that the patient experienced severe pain. No additional information is provided.